Event description:
Customer reported via phone, she has been experiencing high blood glucose of 550 mg/dl, and current was 449 mg/dl. The device also has been alarming no delivery and customer's symptoms have been nausea. Customer has treated with manual injections. Troubleshooting was performed. The drive support cap was reported normal. Customer declined to check for air bubbles, leaks, insulin, and settings as she had done this prior to calling. High pressure test was performed and the device passed. Customer was advised to monitor the device and call back if any issues persisted. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.